Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. Correction on fields e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that the event occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and a video connector socket failure due to a broken receptacle was also found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1/establishment name: ground floor, tower-c, sas tower, the medicity complex, sector-38 (documented here due to character limitation in respective field).

Event description:
A user facility returned the olympus asset visera pro video system center to the olympus service center. Upon inspection and testing of the returned device, it was observed that the front panel was not working due to a defective printed circuit board. This report is being submitted for the event found during evaluation. There was no patient involvement.